Event description:
A malfunction of the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the issue by administering a correction bolus via the pump, and no assistance from a third party was required. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.